Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
(B)(4) has been identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to (B)(4) for the full investigation of this issue.